Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 6 mdrs filed for the same event (reference 1825034-2013-02211 / 02214 & 1825034-2012-02025 / 02026).

Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2010 and the right arthroplasty procedure occurred on aug(B)(6) 2010. Patient's blood tests indicates cocr levels are elevated. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: number 6. Inadequate range of motion due to improper selection or positioning of components. Number 14. Intraoperative or postoperative bone fracture and/or postoperative pain.

Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2010 and the right arthroplasty procedure occurred on (B)(6) 2010. Patient's blood tests indicates cocr levels are elevated. There has been no reported revision procedure. Additional information received from patient's legal counsel report patient allegations of pain, soreness, dysfunction, popping, grinding, loss of range of motion, elevated metal ion levels, stiffness, thyroid problems, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.